Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from pm fasting back to back blood glucose test results of 114, 170 and 195 mg/dl and from pm fasting meter to meter comparison of 145 mg/dl using true metrix air meter and 115 mg/dl using another device. The customer¿s expected pm fasting blood glucose test result is 120 mg/dl. At the time of the call the customer reported symptoms of eye pressure and a light headache. Customer stated he had gone to the emergency room on (B)(6) 2023 when he had obtained the blood glucose test results of 114, 170 and 195 mg/dl. A pm fasting meter to meter comparison had been performed when customer was at the ER that had produced test results of 145 mg/dl using true metrix air meter and 115 mg/dl using the ER's device. Customer stated he did not receive a diagnosis and did not receive any medical treatment. Customer stated that the ER doctor advised he calibrate the true metrix air meter. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/21/2024 and open vial date is (B)(6) 2023. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 17-mar-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.